Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto capture couldn't be performed during programming after the device implant. Merlin psc needed reboot as an error was noted. Different merlin psc were used but the issue persisted. Abbott technical services suggested that there could be an internal error which could be corrected by software download. No intervention was performed. The error disappeared the following day and auto capture was performed successfully. Patient was stable.